Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes/migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), psychological trauma ("psych injury") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, psychological trauma, headache and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight decreased to be related to essure. The reporter commented: received treatment for breakage/ expulsion and migration. Discrepancy noted between insertion date (B)(6) 2016 and 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and fallopian tube perforation ('perforation: fallopian tubes/migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), psychological trauma ("psych injury"), headache ("headaches"), constipation ("constipation") and back pain ("kower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy partial and hysterectomy partial/removed one coil). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, psychological trauma, headache, weight decreased, vaginal haemorrhage, menorrhagia, constipation, abdominal pain lower and back pain outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Bus-(B)(4)). The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: received treatment for breakage/ expulsion and migration. Discrepancy noted between insertion date (B)(6) 2016, 2014 and (B)(6) 2016. Discrepancy noted in explant date (B)(6) 2019 and (B)(6) 2019. As per pfs dated 28-feb-2020 plaintiff did not undergo essure confirmation test as per pfs remaining coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received. New events: vaginal bleeding, menorrhagia, constipation, lower abdominal pain, back pain were added. Event genital hemorrhage and pregnancy with contraceptive device updated as medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and fallopian tube perforation ('perforation: fallopian tubes/migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), psychological trauma ("psych injury"), headache ("headaches"), constipation ("constipation") and back pain ("kower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy partial and hysterectomy partial/removed one coil). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, psychological trauma, headache, weight decreased, vaginal haemorrhage, menorrhagia, constipation, abdominal pain lower and back pain outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Bus-(B)(4)). The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: received treatment for breakage/ expulsion and migration. Discrepancy noted between insertion date (B)(6) 2016, 2014 and (B)(6) 2016. Discrepancy noted in explant date (B)(6) 2019 and (B)(6) 2019 as per pfs dated (B)(6) 2020 plaintiff did not undergo essure confirmation test as per pfs remaining coil removed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes/migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), psychological trauma ("psych injury") and headache ("headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy partial). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, psychological trauma, headache and weight decreased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight decreased to be related to essure. The reporter commented: received treatment for breakage/ expulsion and migration. Discrepancy noted between insertion date (B)(6) 2016 and 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Patient demographic added. New events added-device breakage, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, general abnormal bleeding, psych injury, pregnancy: birth - no complication, migration/perforation: fallopian tubes headaches, weight loss and device ineffective. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.